Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had frayed cables at the distal tip. A backup instrument was used. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event, but with no success. No further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿the distal tip has frayed cables.¿ for clarification, the fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage was observed. The root cause of this failure is attributed to user mishandling/misuse. Further evaluation found the instrument had scratch marks/abrasions to the bipolar yaw pulley. The bipolar yaw pulley damage was beside the conductor wire insulation damage and related to the primary finding. The root cause of this failure is attributed to user mishandling/misuse. The instrument had 12 lives remaining. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer last used the fenestrated bipolar forceps instrument part# 471205-17 lot# n10210308-0300 on (B)(6) 2021 during a sigmoid colectomy procedure with system (B)(4). The instrument had 12 lives remaining. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with an exposed inner conductor wire and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.